Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A f/u report will be submitted with investigation results should the devices be received for eval.

Event description:
Customer reported an over infusion of magnesium. Stated magnesium 2 gm/50 ml was to infuse over 2 hrs; however, the 50 ml bag was found empty after 30 mins. Reported the pt felt fine and no arrhythmias noted. No pt harm reported. Although requested, no further pt or event info was provided.